Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer decontaminated and cleaned all reagent probes and cleaned all the rinse units. He performed hardware checks with results within the acceptable range. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2results from the cobas 8000 c702 module. Patient 1: the initial result was 26.10 mg/dl. As the initial result was abnormally high, the sample was repeated with a result of 24.19 mg/dl. The patient complained, and the sample was repeated on (B)(6) 2026 with a result of 16.97 mg/dl. On (B)(6) 2026, the sample was repeated, and the result was 16.06 mg/dl. On (B)(6) 2026, the sample was repeated, and the results were 15.55 mg/dl and 16.97 mg/dl. Patient 2: on (B)(6) 2026, the initial result was 1.99 mg/dl. The repeat result was 0.72 mg/dl. For patient 2, the questionable result was not reported outside of the laboratory.